Manufacturer narrative:
Zoll medical australia evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing, which included all defib functional testing and 30j self-testing without duplicating the customer's report. An internal inspection found no discrepancies. The device logs were reviewed and found no evidence of the customer's report. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during biomed testing, the device failed self test for defib function. Complainant indicated that there was no patient involvement in the reported issue.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.